Event description:
Caller reported intermittent malfunction alarms on the pump, with no notable events occurring prior to the failure. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump.